Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history record for manufacturing revealed no complaint related issues. An internal corrective action has been opened to address this issue. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. New information was received (B)(6) 2013.

Event description:
This is report 1 of 1 for complaint number (B)(4).

Event description:
During a trochanteric fixation nail procedure for a right intertrochanteric fracture, the surgeon placed the nail and as he was implanting the helical blade, the blade would only advance half way. The surgeon kept hammering and the blade eventually went through the nail. When he attempted to lock the nail he noticed that the locking mechanism was already almost entirely in the lock position. It was surmised that this was the reason for the difficulty in placing the blade. The surgeon completed the procedure with no adverse effect to the patient. All implants remain in the patient.